Manufacturer narrative:
Additional information: d10. Analysis found that a complete lead was returned in one piece measuring 64.2 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shocks due to noise on the right ventricular (rv) lead. The lead was explanted and replaced without any complications. The patient was stable.